Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 400 mg/dl while wearing the pod on the arm longer than 48 hours. The reporter stated there was insulin leaking from the pod. Symptoms reported include vomiting and nausea. The patient was diagnosed with hyperglycemia. The patient was treated with fluids and manual injection. The patient was sent home on (B)(6) 2026.